Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenoscope, the patient experienced a 1cm round "puncture" wound through the muscularis, located in the duodenal sweep between the first and second section. The physician was not certain that the puncture was full-thickness all the way through the duodenal wall. The puncture was treated successfully during the same procedure using three standard endoclips through the same duodenoscope with no need to change instruments. Post procedurally, the patient required nasogastric (ng) decompression for 72 hours (while remaining nil per os (npo)) which extended her hospital stay. The physician reported the patient was a fairly ill/complicated patient who had been inpatient prior to the procedure due to an open cholecystectomy that developed a bile leak . The patient had challenging anatomy with abnormal curvature of the duodenum. This did not lead to increased resistance with advancing the scope, but did lead to challenges with shortening/angulating the scope and took multiple attempts. The distal cap was examined post-procedure was not found to have any cracks. The physician stated he does routinely suction air and residual fluid intermittently upon withdrawal of the duodenoscope at the end of the ercp as he is withdrawals from the duodenum and again in the stomach, but not in the esophagus. Suction settings could not be provided.